Event description:
It was reported that the foley catheter did not deflate when it was checked before insertion by a labor and delivery nurse. Device was saved.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 silicone foley catheter with syringe. Using returned syringe catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Inflated with no difficulties and deflated passively under one minute. Using in house lock leur syringe catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Inflated with no difficulties and deflated passively under one minute. Dissected balloon indicated inflation notch was as intended. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.